Event description:
It was reported that within days of implant, lead perforation was suspected, although there were no changes in lead performance data. The patient had gone into a "shock state." Upon reopening the pocket, the leads were disconnected and checked via the analyzer, with no anomalies found. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator, (B)(6) 2013. (B)(4). Evaluation summary: the full lead was returned, analyzed, and no anomalies were found, however there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, visual summary analysis of the lead indicated apparent explant damage.